Manufacturer narrative:
The customer uses codabar labels with check sum disabled. Sample labels previously provided for evaluation failed lh 700 series label specifications for reflectivity of media, with visual inspection showing voids and rough edges in the bars. Actual barcode label from the spcimen tube for this event was evaluated and similar results were obtained. Bci field service engineer (fse) cleaned and verified barcode reader. Fse ran barcode test on actual label and barcode test passed 100%. Fse had previous conversations with the account about the need to enable the checksum. Root cause is attributed to the barcode label which did not meet lh 700 series label specifications for reflectivity of media. Per labeling, risk of misidentification: use of poor quality, dirty, improperly placed or damaged bar-code labels could keep the instrument from reading the bar-code labels. Ensure the bar-code labels are undamaged. Ensure the bar-code labels conform to the specifications provided in the manual. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the lh750 instrument misread last digit of one (1) sample ID in the automatic mode. The mis-read was identified when a "no match" message was generated for the sample. No erroneous results were reported out. The sample was rerun and it was correctly identified. No reports of death, injury have been reported in connection with this event.